Manufacturer narrative:
Device evaluation summary: the closurefast affiliated to this investigation, was returned. No ancillary devices, cines images or procedural notes were received for evaluation. Upon visual examination under magnification, bent/damaged pins were noted on the catheter plug. Due to the damages found in the catheter connector, the closurefast device could not be connected to rfg generator for functional testing. Visual inspection shows markings observed on the catheter connector key.

Event description:
Physician attempted to use a closurefast catheter with an rfg2 to perform a radiofrequency ablation treatment of the great saphenous vein (gsv). IFU was followed. It was reported that when the catheter was connected to the generator, a 'not responding' message was displayed on the generator. Physician then attempted to use a second catheter, but the same message appeared. The physician then completed the procedure by switching to laser treatment. No patient injury was reported.